Event description:
The following has been reported to hamilton medical ag on 03 march 2024 from a customer in australia. It was reported that on (B)(6) 2024, hamilton t1 (sn (B)(6)), failed on leak test, exp. Valve test, flow sensor, proximal flow sensor qaw. Tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). Message release valve defective appears after sw update to 2.2.0 (membrane is stuck). According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction is considered: the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. Check if obstruction valve is connected properly. Replace check valve assembly. Important: after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 03 march 2024 from a customer in australia. It was reported that on march 03rd 2024, hamilton t1 (sn (B)(6) ), failed on leak test, exp. Valve test, flow sensor, proximal flow sensor qaw. Tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). Message release valve defective appears after sw update to 2.2.0 (membrane is stuck). According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction is considered: -the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. -check if obstruction valve is connected properly. -replace check valve assembly important: after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 03 march 2024 from a customer in australia. It was reported that on march 03rd 2024, hamilton t1 (sn (B)(6)), failed on leak test, exp. Valve test, flow sensor, proximal flow sensor qaw. Tightness test fails (release valve defective) due to leaky or defective obstruction valve (2nd gen hw). Message release valve defective appears after sw update to 2.2.0 (membrane is stuck). According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to leaky or defective obstruction valve (membrane is stuck). Accordingly, the following correction is considered: the message "release valve defective" was introduced with sw2.2.0 in case the obstruction valve doesn't open during tightness test. If the message appears after sw update to 2.2.0 or higher, the tightness test needs to be performed successfully in order to reset the alarm. Check if obstruction valve is connected properly. Replace check valve assembly. Important: after the replacement of the check valve assembly and start-up of the device, the message "release valve defective" remains until the tightness test was performed successfully. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. The issue has potential to cause a delay in treatment or require the replacement of the device. Therefore, the event has been deemed to be a reportable event. There was no patient, user or third-party harm reported. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepard for operation. The check valve assembly and flow sensor air (qvent) were replaced. After the replacement of the components no further issues were detected. There are no more complaints registered for the device in question since this complaint was made. With ecom-2338 the check valve assembly was modified to avoid leakages. A CAPA will therefore not need to be initiated. Nevertheless, the failures of devices in the market are monitored regularly and if the failure rate was to increase a CAPA will be considered.